Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with control tests results obtained of 70mg/dl. The expected control tests result range is 25-55mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is 07/24/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with control tests results obtained of 70mg/dl. The expected control tests result range is 25-55mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 298mg/dl, date: (B)(6) 2019, time: 06:50am, fasting. Result 2: 367mg/dl, date: (B)(6) 2019, time: 05:38am, fasting. Result 3: 64mg/dl, date: (B)(6) 2019, time: 3:29am, unknown. Result 4: 95mg/dl, date: (B)(6) 2019, time: 12:46am, non-fasting. Result 5: 283mg/dl, date: (B)(6) 2019, time: 8:37am, non-fasting. Result 6: 29mg/dl, date: (B)(6) 2019, time: 8:03pm, unknown. Result 7: 183mg/dl, date: (B)(6) 2019, time: 8:03pm, non-fasting. Result 8: 190mg/dl, date: (B)(6) 2019, time: 11:11pm, non-fasting. Result 9: 411mg/dl, date: (B)(6) 2019, time: 11:40pm, non-fasting.